Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned and analyzed. There were no anomalies found. It was noted that the conductor was distorted; there was blood (not obstructed) on the distal and proximal conductors. The outer insulation was melted, cut and had environmental stress cracking. It was visually noted that there was apparent explant damage. Concomitant products: 6949 implantable tachy lead, implanted: (B)(6) 2006; 4592 implantable pacing lead (B)(6) 2000. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead caused diaphragmatic stimulation and was dislodged. The lv lead was at the time programmed off and later explanted and replaced. No patient complications have been reported as a result of this event.